Event description:
Two spin 2.0 screws broke under the head during the last screwing; after the break of the precut part. There was a delay of 5 minutes for the first screw, and 15 minute delay for the second one because the last part of the screw in the bone was taken off with difficulty. The surgeon did not remember the length of the spin; however, he had other spins available to finish the surgery.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation hs been based upon the reported info.